Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise which was reproducible with movement. During a routine generator replacement, the lead was capped and replaced on (B)(6) 2017. During the procedure, the right ventricular (rv) lead damage was noted. The physician decided to not replace the rv lead. The patient was fine after the procedure.